Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia when the ilet did not appear to deliver sufficient insulin after a meal announcement, with blood glucose reaching approximately 235 mg/dl for an estimated 4 hours, and no device alerts or alarms were reported. Symptoms included elevated blood glucose without acute clinical manifestations. Outcomes included no need for professional medical intervention, no backup therapy use, and no immediate health effects. Investigation included review of device data and user session, along with troubleshooting and education by support personnel, with referral for remote training and consideration of a factory reset. Investigation of this case revealed multiple consecutive meal announcements treated as boluses, which would disrupt algorithmic therapy adjustments. It was concluded that the cause of the hyperglycemia was unclear, and user technique likely contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.